Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, a micropuncture transitionless access set¿s wire unraveled. The user reported that ¿tearing of the outer layer¿ of the wire was noted during removal of the device. Per the reporter, the entire guidewire was kept intact, with the ¿proximal tip¿ trapped in the patient¿s body and the ¿distal end¿ secured. Two photos were provided by the customer. The first photo shows the unraveled wire guide coming from the access site at 1:00 am on (B)(6) 2024. The second photo shows two wire segments and notes that the guidewire, which was entrapped in the patient¿s thigh, was cut during an operation on (B)(6) 2024 at 6:00 am. Although the initial reporter indicated that the patient did not require any additional procedures due to this occurrence, information contained in the photos provided by the customer suggests that the wire was cut during an unknown ¿operation¿ five hours after the wire unraveled. According to the initial reporter, a section of the device did not remain inside the patient¿s body and the patient did not experience any adverse effects due to this occurrence. Additional information was received (B)(6) 2024. The device was being used for ultrasound-guided access and cannulation for ECMO (extracorporeal membrane oxygenation) reperfusion. The access site was normal, and blood return was noted from the access needle, prior to advancing the wire. Resistance was not encountered upon insertion of the wire, and the access needle was removed once the wire was in place. Resistance was encountered upon removal of the wire, at which point the procedure was immediately stopped. The reporter confirmed that the unraveled wire was left in place for five hours. The unraveled wire remained intact until it was cut by the surgeon during an operation involving surgical exploration, at which point it was completely removed from the patient. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was unraveled, beginning at 38.5-centimeters from the proximal end. The elongated wire was also separated. The lot number was not provided to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU instructs the user not to attempt withdrawal of the wire if resistance is felt. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The IFU instructs the user to avoid wire removal if resistance is encountered. The customer reported meeting resistance upon attempted removal of the wire, which unraveled, and the procedure was immediately stopped. It is unclear if the wire unraveled prior to or after resistance was encountered; therefore, cook could not confirm if use error contributed to the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, a micropuncture transitionless access set¿s wire unraveled. The user reported that ¿tearing of the outer layer¿ of the wire was noted during removal of the device. Per the reporter, the entire guidewire was kept intact, with the ¿proximal tip¿ trapped in the patient¿s body and the ¿distal end¿ secured. Two photos were provided by the customer. The first photo shows the unraveled wire guide coming from the access site at 1:00 am on 19may2024. The second photo shows two wire segments and notes that the guidewire, which was entrapped in the patient¿s thigh, was cut during an operation on (B)(6) 2024 at 6:00 am. Although the initial reporter indicated that the patient did not require any additional procedures due to this occurrence, information contained in the photos provided by the customer suggests that the wire was cut during an unknown ¿operation¿ five hours after the wire unraveled. Additional information has been requested. According to the initial reporter, a section of the device did not remain inside the patient¿s body and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Correction: h6 annex e. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05jul2024. The device was being used for ultrasound-guided access and cannulation for ECMO (extracorporeal membrane oxygenation) reperfusion. The access site was normal, and blood return was noted from the access needle, prior to advancing the wire. Resistance was not encountered upon insertion of the wire, and the access needle was removed once the wire was in place. Resistance was encountered upon removal of the wire, at which point the procedure was immediately stopped. The reporter confirmed that the unraveled wire was left in place for five hours. The unraveled wire remained intact until it was cut by the surgeon during an operation involving surgical exploration, at which point it was completely removed from the patient.